Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (10 at 3.1) via an implantable infusion pump. It was reported that the patient felt withdrawal symptoms periodically during the day. A dye study was performed and the catheter was not able to be aspirated. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. No interventions/actions were taken to resolve the issue. The issue was unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.